Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Functional and visual evaluations were performed. Customer's reported problem of "error 45520 and 0004" was duplicated, caused by inoperable keypad. Replaced the keypad to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had error 45520 and 0004. There was no patient involvement.